Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, the surgeon found that the introducer needle was too blunt to penetrate the vessel, and the needle tip could not be visualized under ultrasound guidance, resulting in procedural failure. Additionally, the patients blood vessel was allegedly damaged. The current status of the patient is unknown.